Manufacturer narrative:
H3 was marked unintentionally, and that should be remain as blank. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 type of investigation code 10 should be removed and replaced with 4114 as device was not returned/evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. No device was returned to olympus for evaluation. An olympus endoscopy support specialist (ess) instructed the customer that this was avoidable do to the fact that the olympus instructions for use (IFU's) state the person cleaning the scope should confirm no debris is on the brush bristles prior to stop brushing. If this had occurred, the person cleaning the scope would have noticed the brush had broken off in the scope. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if there were any specific deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope cleaning brush in the instrument channel broke and was determined to have been used in a prior procedure. The issue was discovered during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.